Event description:
We opened a port for this patient's port implant procedure. The dilator in it was defective per md (medical doctor) and scrub tech. It wasn't working from the very start, so we opened a new one.